Event description:
On (B)(6) 1999 a patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported to gore that the aneurysm sac growth up to 2cm (82x84mm) since the last follow up in 2004. The computer tomography showed no contrast medium in the aneurysmsac and it appears that both device legs seals on both sides proximal at the aortic bifurcation. However, both common iliac arteries are heavily enlarged. Right up to 20mm, left up to 24mm. The contras medium wash around the prosthesis until the bifurcation. A type I distal endoleak is not ruled out. A extension of both leg prostheses will be the best way to treat the patient. A reintervention is planned.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all release specifications.